Manufacturer narrative:
(B)(6) - urinary tract infection. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. Additional info: there are two possible devices involved in the event as follows: prolift +m pelvic floor repair. Tension free vaginal tape/obturator.

Event description:
It was reported that a pt underwent a sling procedure, a pelvic floor repair procedure, and a perineoplasty on (B)(6) 2009. The pt developed a urinary tract infection on (B)(6) 2009 and (B)(6) 2009 and was treated with levaquin. The first urinary tract injection was resolved by (B)(6) 2009 and the second was resolved by (B)(6) 2009.